Manufacturer narrative:
Based on the available information, the ivl catheter was being used in the iliac vasculature when the communication error occurred. The therapy was subsequently switched to non-shockwave devices and the treatment was initiated in the heart valve portion of the anatomy. The adverse event of patient required resuscitation and subsequent death occurred during the usage of non-shockwave devices, and in the region not being treated by shockwave ivl. Based on this information, shockwave is of the opinion that the adverse event is not related to the device. The device referenced in this complaint has not yet been returned, hence a physical inspection of the device was not possible. Review of the manufacturing and test documentation does not reveal any issues with the manufacturing of the device. The device passed all of swmi's acceptance criteria prior to shipping. This report is being submitted in abundance of caution.

Event description:
A shockwave m5 7.0 x 60 peripheral intravascular lithotripsy (ivl) device was used during a transfemoral transcatheter aortic valve replacement (tavr) procedure to facilitate delivery of the aortic valve. Patient was reported to have severe aortic stenosis. Predilation was performed with a 4.5mm non-shockwave balloon. The 7.0 x 60 ivl device was placed in the left iliac, error 88 was observed after 3 pulses were delivered at 4 atm. The users were unable to resolve this error after multiple attempts of troubleshooting were performed. Another shockwave m5 6.5 x 60 peripheral intravascular lithotripsy (ivl) device was used subsequently which also resulted in error 88. No pulses were delivered from the 6.5 x 60 ivl device. A new shockwave generator and connector cable were used with no success in resolving the error. The intended procedure was said to have been increased for approximately 15-20 minutes. The physician decided to continue the procedure without shockwave. Once the 0.035" non-shockwave guidewire was advanced through the aortic valve and positioned in the left ventricle, the patient began to deteriorate, blood pressure dropped, and cardiopulmonary resuscitation (CPR) was performed. The echocardiogram showed severe mitral regurgitation, due to the rupture of the papillary muscles of the mitral valve. After 45 min of cardiopulmonary resuscitation (CPR), the patient expired.

Manufacturer narrative:
The devices referenced in this report were returned and evaluated, and the reported failure was not confirmed. There was no damage noted on the catheter. The returned catheter was evaluated with a known good generator and a known good connector cable with no abnormality noted. The cause for this event cannot be conclusively determined. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation does not reveal any issues with the manufacturing of the device. The device passed all of swmi's acceptance criteria prior to shipping.